Manufacturer narrative:
(B)(4). The device passed the displacement test, active current test and self test. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. [Ba22 is obsolete/merged with ba32]. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries last for only a few days. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.